Event description:
A site rep reported that during a spinal surgery, there was an inaccuracy of 4-5mm when they entered the disc space. They proceeded with the case using the o-arm with regular 2d fluoro that was confirmed to be accurate. The screws were placed accurately. There was no harm done and the pt was reported to be doing well.

Manufacturer narrative:
The returned product did not meet specifications. The device had an electrical issue that resulted in a high geometry error. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site, the system was re-calibrated, and the issue was resolved.